Event description:
Rptr had breast implant put in on 4-14-81. One week after that rptr started getting a rash on hands and has had this problem now for 16 years, rptr went to a dermatologist for this. Rptr no longer has fingerprints. Both implants ruptured and were removed 4-9-97 and replaced with saline implants.